Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an elective device upgrade procedure, it was noted that the right ventricular lead was exhibiting intermittently low pacing impedance. The physician noted an insulation abrasion. The patient was asymptomatic to the event. The lead was capped and replaced. The patient was in stable condition and will continue to be followed normally.